Manufacturer narrative:
Reported event: an event regarding a driver moved eccentrically during medical procedure involving a universal driver was reported. The event was confirmed. Method & results: device evaluation and results: functional analysis of the device confirmed the reported event. The device rotated unevenly. Medical records received and evaluation: not performed because no patient details were reported. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there has been five other events for the reported lot. Conclusions: the investigation concluded that uneven rotation of the universal driver was caused by improper alignment and welding between the power assembly and the body of the device. An ncr was issued jul-2012 for events that report a bent universal driver, which causes the device to rotate unevenly. The root cause of the issue was due to no tolerance on the drawing to control the position of the hex feature to the fitting. The updated drawing was released on dec-2012, which completely revised the weld callout. The reported issue was found to be under the scope of this ncr. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the universal driver rotated eccentrically during medical procedure.

Event description:
It was reported that the universal driver rotated eccentrically during medical procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.